Event description:
It was reported that (1) tlc75 device was used during a pulmonary resection. It was reported by the affiliate that when the surgeon cycled the device, the tissue was not stapled properly. The cartridge did not fire out the staples properly and the staple line was not well formed. The surgeon completed the case by hand suturing. Only the cartridge is being returned.